Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultrasmart meter was using the wrong button to try to turn the meter on when attempting to perform a blood glucose test. This complaint was classified based on the customer care advocate (cca) documentation, as the medical affairs was unable to reach the patient. The medical affairs specialist mailed a letter on a week later, since the user could not be reached by telephone for further clarification. The patient reported the meter issue had been occurring for three weeks. On one day prior to original date, at 8:00 a.m., the patient reported feeling shaky. She went to the clinic and her blood glucose was tested; the result was 298 mg/dl. She was treated with IV fluids. The issue was resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know the patient's medication regimen, when the symptoms began, and the type of IV fluid the patient was given. This compliant is reported, as the issue was not resolved and the patient allegedly developed symptoms and required medical intervention after the reported issue began.